Event description:
A motor stall was confirmed via the pump logs with no motor stall recovery recorded. The motor stalled while the patient was in a mall. The patient was not around a magnetic field that he was aware of. It was noted that earlier in the day, the patient had had indium put in the pump. The indium study was being performed because the patient felt that the pump had not been giving him as good of therapy over the past few months as it had in the past. The patient was not experiencing withdrawal and no other motor stalls were showing in the logs. The pump was used to deliver sufentanil, bupivacaine, and baclofen. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).